Event description:
It was reported that during testing conducted at the manufacturer facility the tps sag saw ran without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility, the tps sag saw ran without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the device was found to have a damaged cable. This was a stryker loaner handpiece, so the device was repaired and placed back in to stryker stock.